Event description:
It was reported that t:slim x2 pump battery would not charge when customer attempted to use charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer support instructed customer to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes. Using different supplies resolved the issue. Charging supplies used to resolve the issue are non-tandem wall adapter and tandem charging cable. Pump began charging. Cts to send replacement tandem wall adapter via two-day shipping. No further assistance required.